Event description:
The handpiece was received at the manufacturer for service, and during the investigation, the device overheated. This did not occur during a surgical procedure. There was no pt involvement at that time. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device overheating was found when the drill exceeded the maximum allowed temperature on the spindle housing. Based on the investigation details, the likely cause was the rotor stuck in the driveshaft and problems with bearings. The device will be repaired and returned to service.